Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient experienced an impact to the implant site and was not able to benefit from the device after the reported event. However, device investigation did not reveal any device defect which would explain for the experienced lack of benefit. Therefore a device unrelated medical condition seems to be the cause for the non-benefit. The reported blow to the head might have caused temporary irritation of cochlear structures. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The users performance with the device was affected. The user fell and hit his head at the site of the implant. Revision surgery was performed on the (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device was affected. The user fell and hit his head at the site of the implant.